Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated. Device evaluated by MFR. : promus element plus,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not track the lesion and it got damaged. The procedure was completed with a different device. No further patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified and was pre-dilated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not track the lesion and it got damaged. The procedure was completed with a different device. No further patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified and was pre-dilated.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not track the lesion and it got damaged. The procedure was completed with a different device. No further patient complications were reported.